Event description:
The customer reported multiple symptoms nbp and co2 calibration failure, and the device constantly reboot(s) after the device fell off a gurney. There was no adverse pt impact.

Manufacturer narrative:
(B)(4).